Event description:
The user facility reported a 60-year-old male with a pulmonary embolism and right heart failure was implanted with an impella rp device for mechanical circulatory support. The patient experienced oozing from their impella access site following impella implant. Manual pressure and femostop were initially utilized in an attempt to achieve hemostasis. The patient then developed hemolysis, however, despite recommendations to reposition the pump, the medical director opted to treat the dropping hemoglobin levels via blood transfusions. Two units of blood were subsequently provided to treat the hemolysis. The access site ooze continued to be present throughout support and three units of blood were given to counteract the condition. Following the interventions, the decision was eventually made to withdraw care and explant the pump.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related events are as follows: ¿be sure that the stopcock on the repositioning sheath is always kept in the closed position. Significant bleed back can result if the stopcock is open.¿ ¿make sure there is no bleeding at the transition from the repositioning sheath to the femoral vein. Close and dress the wound.¿